Manufacturer narrative:
Several attempts were made to obtain resolution with the account without success. Repair and cause are unknown. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account stated the bed will not go into a trend position. He stated it will raise, then stop.